Event description:
It was reported by service report that the side rail would not latch in the raised position. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.